Event description:
It was reported that during implantation of an impella cp there was a kink in the 14 fr introducer. When the physician tried to pull the impella the cannula broke. A second impella was implanted successfully. No patient harm was reported.

Manufacturer narrative:
A4, a5, and a6 are unknown.

Manufacturer narrative:
Pd-any device-(twist, bent, kinked) - based on the clinical details provided, the cause of the pd-any device - (twist, bent, kinked) is most likely due a material kink from the patients condition as there was tortuosity and resistance in the axillary artery causing a kink in the introducer and cannula. Additional information has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).